Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was 300 to 500 mg/dl at the time of incident. Troubleshooting found that the pump basal rate settings were recently changed. Customer declined high blood glucose troubleshooting. No further details provided.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No missing segments/partial display, alarms or black screen/full segment display anomaly noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.